Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that the stimulator leaked into her body. The patient stated that the surgeon washed out the implant site with saline. The indication for use was failed back surgery syndrome. No patient symptoms reported. If additional information is received a follow-up report will be sent.